Manufacturer narrative:
This report is being filed to provide updated information in g1 and g2.investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional infomration in investigation: during follow-up with the customer, it was reported that they did someresearch into this donor and they believe this to be a donor related incident. They have done alookback and found that this donor often has an increased white cell count.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide in investigation: the run data file (rdf) was analyzed for this event.root cause: a definitive root cause for the observed leukoreduction failure remainsundetermined at this time.run data file analysis did not show a conclusive root cause for the higher than expected wbccontent measured in the platelet product reported for this collection. Based on the availableinformation, it is probable though not conclusive, this failure may be donor related.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The platelet collection set is not available for return because it was discarded by the customer.